Manufacturer narrative:
(B)(4). Approximate age of device- 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had an elevated white blood count (wbc) of 21.7. The patient was seen by infectious disease and blood cultures were submitted however, the results were not provided. The patient was started on infusion of vancomycin, cefepime and fluconazole for a total of seven days. The patient¿s reported driveline pocket has drained gross hematoma and was submitted for gram stain and culture. The patient was discharged home on (B)(6) 2017 with a wound vac and currently not on any antibiotics. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.